Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer reported that the insulin pump has an unresponsive keypad. Customer also stated that the insulin pump has been exposed to moisture. Customer's blood glucose reading at the time of the incident was 170 mg/dl. Customer's current blood glucose reading was 192 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the unexpected restart alarm or perform the functional testing due to the button keypad anomaly. Moisture damage was found on the lcd board. No damage was found on the interface board. The pump also had a cracked case at the display window corners, cracked battery tube threads, minor scratches and a cracked display window.